Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement power supply uninterruptible power supply (ups) assembly with switch was shipped to the site. After replacing the power supply ups assembly with switch, the medtronic representative performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Investigation of returned suspect device confirmed the reported issue "mobile view station (mvs) lost power and the ups was making a ticking sound and did not have any lights". The diagnosed problem was that the batteries were not holding a charge. The original batteries returned with the ups would not power the ups which caused the ticking sound and no led indicators. The batteries would not charge. The batteries were replaced in the power supply uninterruptible power supply (ups) assembly with switch with fa batteries and the ups ran for 6 minutes 7 seconds. The ups passed the 5 minute load test. When new batteries were installed, the ups ran for 6 minutes 38 seconds which passed the ups 5 minute load test. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) lost power and the uninterruptible power supply (ups) was making a ticking sound and did not have any lights. There was no patient present when this issue was identified.